Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: h4: it was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (august 16, 2019) has been updated to reflect the date the device was manufactured. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the replacement cap was broke (two pieces) was confirmed. An assessment was performed and the device was found to have cracked into 2 pieces at the proximal threaded end. It was further determined that the device failed pretest for visual assessment and end cap thread assessment. The assignable root cause was determined to be traced to improper handling by the user, which is user error.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device manufacture date: the device manufacture date was unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the tip of the impactor device broke. It was reported that there was a slight delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.